Manufacturer narrative:
Updated fields - b4, g1 contact person ¿ mfg site, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states users have noticed a frozen screen. Fse noticed this problem. Fse adjusted a slightly disconnected connector in the screen. Equipment tested according to the manufacturer's protocol and operational.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had frozen screen and the display is full of colours making it impossible to work. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.